Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned, and evaluated and/ or if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image of the fenestrated bipolar forceps instrument identifies evidence of damaged insulation on the conductor wire. The fae indicated that this type of damage is usually caused by instrument mishandling. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument lot# n10191111 / sequence 698 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh2246. Instrument has 7 remaining usable lives with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that prior to the instrument being processed through central processing, the customer conducted an inspection and found a damaged (broken) conductor wire at the wrist of the fenestrated bipolar forceps instrument. No patient involvement was reported. No issue related to unintended energy discharge or arcing on the last recorded instrument usage was reported. Image analysis of the submitted photograph performed by the fae confirmed a damaged conductor wire insulation. This complaint is being reported because the complaint alleges compromised conductor wire insulation. Damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no arcing reported and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 7 remaining usable lives, therefore, had not expired. The product is not implantable.

Event description:
It was reported that during central processing, the customer conducted an inspection, and observed a damaged (broken) conductor wire at the wrist of the fenestrated bipolar forceps instrument. No patient involvement was reported. Intuitive surgical, inc. (Isi) followed up with the site, and obtained the following additional information regarding the reported event: no issue related to unintended energy discharge, or arcing on the last recorded instrument usage ((B)(6) 2020 on system sh2246) reported.

Manufacturer narrative:
4307, 61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation. This observation is consistent with the isi failure analysis engineer's analysis of the submitted photograph. The known common cause of this failure is attributed to instrument mishandling and misuse. The instrument was subjected to electrical continuity and passed testing.

Event description:
Refer to h10/h11 for follow-up information.